Event description:
Upon receiving additional information of the reported event, it was determined to be not reportable. The initial report should be voided.

Manufacturer narrative:
Upon receiving additional information of the reported event, it was determined to be not reportable. The initial report should be voided.

Manufacturer narrative:
Devices was not returned for evaluation. A review of the implant's manufacturing record indicates that it was manufactured to specification. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Tm tibial half block augment, is the devices that is used as bone filling. There is no indication that the augment block failed to meet specification or perform as expected. Should additional information be obtained to further this investigation, this report shall be updated. Not returned by the hospital.

Event description:
It was reported that a patient underwent an initial knee procedure on (B)(6) 2015. The proximal portion of the offset stem extension was sheared off inside the a/p wedge implant that was in the patient. Subsequently, the patient was revised on (B)(6) 2017 due to failure of the implant. Implant failure no longer allowed the knee to be stable or functional on any level. Tm tibial half block augment, is the device that is used as bone filling. This is the only tmt design controlled device.